Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer was using saline in the pump and the blood glucose level was not impacted. The infusion set tubing was tightly coiled in the customer's pocket and after it was repositioned, the occlusion was resolved. Saline delivery was resumed. The pump supplies were then changed. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.